Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The 2.75x20mm, 70% restenosed, concentric lesion was located in the moderately calcified lad (left anterior descending). Pre-dilation was performed with a maverick balloon and the 2.75x20mm liberte stent delivery system was advanced, but was unable to cross the lesion. The physician removed the device and noted that the front of the stent was "salient." The procedure was completed with a different device. There were no reported patient complications and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).